Event description:
Related manufacturer reference number: 2017865-2022-02912. It was reported the patient presented in clinic for follow-up. Upon interrogation, the merlin programmer showed a longevity of 1.5 years. Longevity calculated by technical support was 0.3 years showing the longevity had been overestimated. The pacemaker was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported event of longevity overestimation was confirmed. The pacemaker was received for analysis. Longevity overestimation was confirmed by reviewing the data in the device image and session records. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.